Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. How to use this product is written in the instruction manual chapter "operation,¿ how to clean is described in chapter "cleaning, disinfection, and sterilization procedures,¿ and how to store is described in chapter "storage and disposal.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the microbiological testing. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. During inspection, it was noted bending section cover adhesive was separated. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.